Event description:
It was reported that the tube installation alarm continues to sound. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information: the product was used before patient use, we can safely say that there was no patient involvement or harm.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. No abnormalities were found in the appearance test. It was confirmed that the tube installation confirmation alarm sounds even if the disposable tube l-70 is attached to the main unit. Root cause of the issue was attributed to insufficient repairs during the previous repair order. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. Re-adjusted the tube installation detection switch to respond accurately. Device passed functional testing after the completed repairs.